Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the head end of the 22 french three-lumen foley catheter was blocked and urine could not be discharged. Per follow up received on 22jul2024, stated that the needle connection was broken when the syringe was taken out.

Event description:
It was reported that the head end of the 22 french three-lumen foley catheter was blocked and urine could not be discharged. Per follow up received on 22jul2024, stated that the needle connection was broken when the syringe was taken out.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (without original packaging), used foley catheter. Visual inspection of the sample has been evaluated and observed no abnormalities on returned sample. No visible kink or dent was observed on shaft. No actions can be taken at this time since a root cause was not identified. The device history record review could not be performed without a lot number. The reported event is unconfirmed a labeling review is not required. Correction: d, h the reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.